Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.8 cm - 5.6 cm from the distal tip breaching the re lumen. The redundant conductor insulation was abraded in the same area.

Event description:
It was reported that the atrial lead exhibited an insulation abrasion. The lead was explanted and replaced.